Event description:
On (B)(6) 2013, the reporter contacted animas stating the patient experienced a blood glucose (bg) value of 26mg/dl and was hospitalized. The patient reportedly was treated via intravenous (IV) glucose injection. The reporter stated that the hospital staff felt like the low bgs were due to high basal rates that was set on the pump and therefore, the pump was suspended by the hospital staff until the basal rates were lowered. The reporter denied that the patient was on any new medications, change in activity or had any new illness(s). Customer support (cs) reviewed the pump history and there were no alarms related to the reported event. The reporter confirmed that there were no issues noted with the bolus history and the total daily dose (tdd) for the basal rate was found to be correct. It was noted in pump history that the patient had not bolused for 2 days. The pump¿s basal settings reportedly were adjusted by the hospital staff and the patient resumed insulin pump therapy. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy. Use error contributed to the reported event because the pump¿s basal rate was set to high and the reporter needed assistance from the hospital staff to lower the basal rate.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.